Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that approximately eight months post op a laparoscopic adjustable band a leak was detected in the balloon/band. The band was removed and it was noted, there was "brown" fluid in the band. The band replaced with another band.